Event description:
It was reported that during a da vinci surgical procedure, resistance was felt on the patient side manipulator (psm) arm 2. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm.

Manufacturer narrative:
The patient side manipulators (psm) arm was returned to intuitive surgical inc.,(isi) isi for failure analysis investigation. Engineering found that the psm failed the in-house slow sweep for axis-2 test. Both axis1 and axis2 brakes were replaced to correct the problem. This complaint is being reported due to the patient side manipulator arm 2 failing the slow sweep test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.